Manufacturer narrative:
An event of heart block was reported post procedure. The reported surgical intervention was result of case specific circumstance as permanent pacemaker was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information the cause for the reported heart block cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.33mm and left coronary cusp (lcc) was 5.36mm. The patient developed a left bundle branch block (lbbb) developed a post-procedure prior to discharge. On (B)(6) 2026, the patient received a permanent pacemaker. Immediately after the permanent pacemaker implant, the lbbb was resolved and a complete right bundle branch block (rbbb) was noted. No further treatment was required. The patient was then discharged the following day.